Event description:
It was reported that the patient's cup has moved and is in a vertical position which has caused dislocations. Surgeon removed cup and re-implanted with revision shell and elevated liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was disposed of by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.